Event description:
We offered testing to employees through the covid-19 testing company (B)(6) that our state (B)(6) signed a contract with. They used the rt-pcr test taqpath covid-19 combo kit by thermo fisher scientific. We had a high number of employees who tested positive, all of whom were asymptomatic. Many of the employees who tested positive went out to get their own tests after receiving their results. Of the employees that initially tested positive and got retested, 100% tested negative. I've reviewed results of employees who got retested and can see that they were retested with rt-pcr tests, but I cannot see the manufacturer(s) of those tests to know if it is thermo fisher as they went to their own healthcare providers. Our employees are now skeptical of the testing that we offered on site and frustrated that they're required to stay off of work even after receiving a negative test from their own provider. Upon receiving these complaints, I started looking into the testing company and the tests that were administered and discovered that the taqpath covid-19 combo kit had previously been investigated based on consumer complaints and the FDA had issued a letter warning of the risk of inaccurate results. I believe this issue is worth further investigating and would be happy to provide additional information if needed. FDA safety report ID# (B)(4).